Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r field oversensing. Programming changes were made. The patient had no adverse consequences due to the event and continued to be monitored.